Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and weak signal alarm from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated of 4 ounces of orange juice. The customer stated that the sensors are outdated and they kept reading weak signal. The customer stated that the lost sensor alert occurred only with a previous sensor. The customer stated that there were no rf issues in the alarm history. The customer was advised to call back when the alarm recurs.